Event description:
It was reported that in 2006 the patent had an incisional hernia repaired with bard composix mesh, e/x. Within a few weeks of the procedure the pt experienced redness at the site as well as drainage. The culture showed signs of staph coag negative streptococcus, not group d, diphtheroids. The pt was put on antibiotics and has since recovered and is no longer in need of antibiotics.

Manufacturer narrative:
The mesh was not available for evaluation as the facility reportedly discarded it. Therefore no conclusion can be drawn at this time. A follow up report will be sent if any additional information becomes available.